Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed a hole in the reagent transfer arm 2 ptfe tube. The fse identified the probable cause as defective tubing. The fse replaced the ptfe tube to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported instrument leaking underneath on back side and the generation of erratic patient results for lactate dehydrogenase (ldh), creatinine (crea) and glu (glucose) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.